Event description:
It was reported that 3 bd alaris¿ lvp 20d experienced air in line. The following information was provided by the initial reporter: we have encountered some significant air in line issues that I¿m completely stumped on how to avoid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer reported that there are air bubbles / air in line issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model# 10942011 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.